Event description:
Reportable based on device analysis completed on 18-jan-2014. It was reported that the stent was unable to be deployed and shaft leak occurred. The target lesion was located in the right coronary artery. A 2.75mmx38mm promus premier¿ stent was advanced to the lesion. An attempt was done to deploy the stent but was unsuccessful. It was noted that there was a leak on the shaft of the catheter. The device was removed from the patient and the procedure was completed using a 2.75mmx32mm promus premier¿ stent. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed a tear on the outer shaft.

Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the profile with no signs of overlapping or raised stent struts. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks on the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found a 7mm longitudinal tear on the outer shaft, distal to the port bond skive. An attempt to inflate the balloon was unsuccessful as the inflation fluid leaked through this tear. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).